Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacture¿s investigation conclusion: there were incidental findings of printed circuit board (pcb) damage. The reported event of the battery clip for the internal backup battery being broken and the power module clicking when it is powered on was confirmed via visual analysis and testing of the returned unit at the service depot and product performance engineering (ppe). The heartmate power module serial number (B)(4) was returned and evaluated at the service depot on 17feb2023. During the evaluation, the reported event was confirmed when the power module was plugged into ac power. Additionally, the internal battery clip was observed to be damaged. The battery cable, power supply board, power supply cover, and 2 internal power supply cables were replaced which resolved the reported issue. The service process was then performed per procedure and the power module passed all steps without issue. The power module will return to the customer and be ready for patient use. The replaced components were forwarded to ppe for further analysis. During ppe evaluation, the power supply printed circuit board (pcb) was placed in a known working test fixture and upon powering up the unit, a yellow light flashed on the power module and the power supply pcb started making clicking noises, confirming the reported event. Circuit analysis of the power supply pcb revealed fluctuating voltages across transformer (component t1). The voltages measured prior to the transformer were at the expected voltages. The voltage measured at an output pin was an unsteady voltage; the expected voltage is 14v. The reported event was determined to be due to the compromised component on the power supply pcb; however, the root cause of the damage to the component could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate power module serial#: (B)(4) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the battery clip for the internal backup battery was broken and that when the power module was turned on there was a clicking sound. Evaluation found a compromised component on the power supply pcb.